Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 226 mg/dl, 91 mg/dl, 251 mg/dl, 98 mg/dl and 115 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing, and she self-treated with orange juice, after the last result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.